Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of "screen faulty" it was broken/cracked and the bezel had major damage. Analysis further noted that the electrocardiogram connector was broken, the cooling fan was noisy and a software error was found in the update history. Because the part (touchscreen) needed for the repair to restore the functionality of this programmer is no longer available, no repairs were performed and approval for it to be scrapped is awaited. (B)(4).

Event description:
It was reported that the programmer's screen was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.